Event description:
Pt with a displaced right subcapital femur fracture experienced hypotension and bradycardia following application of methyl methacrylate bone cement for prosthesis fixation. An endotracheal tube was inserted and pt was placed on a ventilator. Epinephrine and dupamine IV drips were started. EKG showed ejection fraction of 45-50% and elevated right-sided volumes. Operation began at 1505 and ended at 1600. Pt was transferred to the ICU where condition deteriorated. Code blue with acls protocol initiated at 2130. Pt expired at 2154.